Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing, polarity switch, high undefined impedance and high outputs. The rv lead has been programmed off to aair. No patient complications have been reported as a result of this event.